Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant medical products: 429688 implantable pacing lead 2013-(B)(6), 6935m55 implantable tachy lead 2013-(B)(6), 407652 implantable pacing lead 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient developed (B)(6) twelve days after implant. A transesophageal echocardiogram (tee) showed mobile densities in the right atrial lead (vegetation versus thrombus). The implantable cardioverter defibrillator (ICD) and three leads were explanted and not replaced. No further patient complications have been reported as a result of this event.